Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump¿s display had gradually dimmed. It was reported that the pump had not experienced any recent trauma or had been exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/06/2014-product analysis:the pump and battery cap have been returned and evaluated by product analysis on 01/23/2014 with the following findings:investigation revealed that the display screen was dim and discolored. Unrelated to the complaint, the audio bolus button was intermittently responsive. The audio bolus button slug was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.